Event description:
Unomedical reference number (B)(4). Event occurred in canada. It was reported that the patient was hospitalized on 23-jun-2024 because patient's blood glucose level was raised to 15.8 mmol/l with the presence of ketons. Therefore the patient was treated with manual injection and insulin drip. The symptoms reported was waekness headache, nausea and thirst. The length of hospitalization was 24 hours. No further information was available.

Manufacturer narrative:
E1: patient city: (B)(6). Patient country: (B)(6).